Manufacturer narrative:
When the product was sent in for repair, it was unfortunately not stated that it was involved in a safety related issue. Therefore a standard repair was performed which means, that the condition of the product has been analyzed, parts have been replaced and documented as needed and final test has been performed. A deeper analysis of the issue, as it would be standard if it is known that the product was involved in a safety related incident, was not performed and documented. Approximately 1 month after the repair, we have been informed that the handpiece caused a burn prior to its repair. According to the user the product heated up within seconds, according to repair data the ball bearings have been damaged and the push button had grooves worn into it. Considering this information following scenario is very likely: during the treatment the head of the handpiece was used to lift the cheek away from the treatment area instead of using an additional tool (e.g. A mirror) as requested in IFU. This caused that the push button got pressed while the handpiece was spinning. This caused unusual inner friction and hence quick heat up of the back cap button. Due to the high temperature, the wear of the ball bearings is much stronger and could cause defects. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Described is that during a dental treatment under general anaesthesia, the handpiece heated up within a few seconds and hence the patient received a burn on inner right cheek. Medical care was not necessary. But due to the pain, patient was not able to eat normally. Healing of the burn took 2 weeks.